Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/30/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following results:a visual inspection of the pump showed no damage to the keypad cover. During testing, the up arrow, down arrow, and ok keypad buttons were hyper sensitive; the contrast button was intermittently unresponsive. Evidence of contamination was found under all key contacts and the ok button contact was inverted. Unrelated to the complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an other (unusual issue) issue. It was reported that the pump was changing screens without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.